Event description:
Related manufacturer report number: 2017865-2023-10183. It was reported that the patient presented to the emergency department with a complaint of extracardiac stimulation from both the right and left ventricular leads. The right ventricular lead had also caused pericardial effusion. The patient was scheduled for extraction and both leads were explanted. The patient was stable.